Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 04-apr-2019. Additional information: device evaluation summary: a visual examination was performed on the device, and noted the balloon shell to be discolored, as it was dark green in appearance. White and red particulate matter was noted in the valve channel. The center patch was noted to be discolored, as it was yellow in appearance. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and when di water was injected into the balloon valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from several openings on the radius and anterior portions of the shell. Under microscopic analysis, five openings were noted on the anterior portion, and four on the radius of the shell. All openings on the shell were noted to have striated edges, consistent with surgical damage from device removal activities. White particulate matter was noted on the inner surface of the valve channel.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. A review of the device labeling notes the following: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had "reported blue urine" approximately three months post insertion. "An endoscopy was performed which confirmed a leaky balloon." The device was removed.